Event description:
Customer reported that the insulin pump alarmed displayable history check failed on startup. Customer was unable to troubleshoot at the time. The battery cap is being replaced. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.